Event description:
It was reported to gore by the hosp infection control surveillance program coord that after implant of the gore dualmesh biomaterial, the pt developed significant deep tissue infection and required re-operation. Additionally, it was reported the pt had a laparoscopic hernia repair that was converted to open in 2008 and the gore device was implanted at that time. Gore was further notified the device was explanted the following month because of infection. Disposition of the device is unk. The coord additionally reported that "while it is not clear where the source of infection originated, we are notifying you as part of our surveillance follow up program."

Manufacturer narrative:
Review of device sterilization record. Device sterilization record confirmed device met pre-release specs. Add'l MFR narrative: there was no allegation of deficiency. Additionally, there is no evidence revealed by the investigation that would lead gore to believe that the device failed to meet its performance spec or that it did not perform as intended.